Event description:
It was reported that during a lap hysterectomy procedure, the device failed and the tissue pad was burnt and starting to detach from the device. They used a second device to complete the case. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 02/29/2008. Evaluation summary: the analysis results found that when attempting to activate the device on a generator, gave an error code 5. No issues with the tissue were found. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument". No issues with the tissue were found. The batch history records were reviewed and no anomalies were noted during the mfg process.